Event description:
It was reported that the device was used during a prostatectomy. It was reported that the device had broken jaws. Another device was used to complete the case. There was no consequence to the patient.